Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could feel a zap starting from their shoulder and going down to their hands and feet. They also reported that they had seizure movements. The patient feels that the implantable pulse generator (ipg) is affecting electrical devices such as their phone. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.